Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracic procedure, when the device was being applied to the lungs, after the first application, the surgeon was not able to use the handle anymore when they put the second cartridge. The handle was just stuck. When the surgeon puts a new cartridge, he was not able to press the green button. The surgeon was not able to squeeze the handle. The handle got stuck in open position. They decided to open a new handle and keep the same cartridge. They opened a new handle to resolve the issue in order to complete the case. There was no patient injury.